Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat mitral regurgitation with a grade of 4. It was noted that visualization during the procedure was difficult. However, one mitraclip was successfully implanted, reducing the final mr to a grade of 1. The next day, it was noted that the implanted clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the patient¿s mr increased to a grade of 4. On (B)(6) 2022 the patient underwent an additional procedure to treat the slda clip. One mitraclip was successfully implanted reducing the final mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) appear to be due to a combination of poor imaging with challenging patient anatomy. Additionally, the reported patient effect of mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. A cause for the reported poor imaging could not be determined. Lastly, the reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.